Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Ischemia is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported transient ischemic attack was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00970, 3005168196-2016-00971, 3005168196-2016-00972, 3005168196-2016-00973. The device was implanted in the patient.

Event description:
The patient underwent a coil embolization procedure in the choroidal segment of the right supraclinoid internal carotid artery (ica) using penumbra coil 400 coils (pc400 coils). The procedure was completed with no complications. However, the day after the procedure, the patient experienced two episodes of transient left-sided weakness. On (B)(6) 2016, a follow-up magnetic resonance imaging (MRI) was performed which revealed small infarcts scattered in the right middle cerebral artery (mca) territory, which resolved on the same day. On (B)(6) 2016, the patient was discharged to a skilled nursing facility in stable condition. The small infarcts were reported to be a transient ischemic attack (tia) and a non-serious adverse event with a possible relationship to the pc400 coils, the aneurysm as well as the angiographic procedure.